Event description:
In 2009, a 20mm amplatzer septal occluder was successfully implanted. This was a very routine procedure and there were no specific technical issues at the time of device implantation. Tte demonstrated a 14mm secundum asd. The defect was balloon sized by fluoroscopy and stop-flow tee at 16-17mm. A 20mm amplatzer septal occluder was placed without difficulty. Proper device position and function was verified by tee after release. The next day, the patient experienced chest pain and upon evaluation an erosion event was suspected. The patient was in the operating room within 2 hours and was completely hemodynamically stable before going to the operating room with no clinical evidence for tamponade. The patient is doing well s/p device removal, atrial repair and surgical asd closure. Additional information has been received, including imaging of the implant procedure, but is currently being reviewed. When the review is complete a supplemental report will be filed.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this was a patient who underwent aso placement for a large asd. The patient was a former preemie with a history of a pda, vsd and an asd. The procedure was performed under tee guidance and a 20mm aso device was placed uneventfully. The patient remained stable overnight. The next day around the time of discharge, he experienced severe chest pain. An echocardiogram was performed which showed a significant effusion with signs of tamponade. The patient was sent to the operating room where the device was removed and the defect was closed. Post-procedure, the patient remained asymptomatic. The tee at the time of the procedure showed a small to absent aortic rim in multiple angles of sweep in short-axis view. The primum septum was thin and in the aortic view, was also mobile. The static diameter of the defect was about 15mm. Balloon sizing was performed and the stop-flow diameter was 17mm maximum. The maximal diameter after sheath placement was 18mm. A 20mm device was implanted without any sequela. The device was found to be stable and then released. The echocardiogram prior to development of the effusion showed a stable device position. The only remarkable finding was the edge of the right atrial disc pushed into the aorta/overlying pericardium. Subsequent echocardiograms showed the edge of the device protruding into the aorta. The operative report clearly delineates that the right atrial disc caused the erosion of the atrial roof and aorta. According to aga's medical consultant, correct balloon sizing using stop-flow technique was performed. The device was slightly oversized when compared to the stop-flow diameter (16-17mm defect, 20mm aso). As mentioned above, the inward turn of the tip of the right atrial disc may have been a potential maker for complications. This was a very eccentric location of the defect in relation to the aorta and a hyper dynamic defect that resulted in the right atrial disc protruding into the atrial free wall and the aorta.

Manufacturer narrative:
This event was reviewed by aga on september 3, 2009, and the following observations were reported: this patient experienced a device related erosion of the left atrium and aorta; however, several members of the review board suggested a smaller device should have been tried, as the device was not oversized by the current criteria.

Manufacturer narrative:
No investigation will be performed on the device as it was discarded in the operating room post procedure; however, this device was manufactured according to aga medical specifications as evidenced by the review of the device history record.